Event description:
It was reported that tissue injury occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed under general anesthesia. Venous femoral access was obtained. Transesophageal echocardiography (tee) was used for intraprocedural imaging. A double curve watchman fxd access system (was) was positioned at the laa. A 31mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed yet was unable to position correctly to meet release criteria, so it was removed. A 27mm wds was advanced and deployed, but also unable to meet release criteria so it was removed. The was also removed and exchanged for a watchman trusteer access system (wtas). A 31mm wds was ultimately selected and advanced into the laa and deployed. After several recaptures and deployments, the physicians noted tissue shearing along the mitral annulus had appeared. The case was aborted, the was and wds removed. Protamine was not given, so the act could drift down on its own. There were no further interventions or patient complications reported.